Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an abdominal supracervical hysterectomy and right ovarian cystectomy due to stress urinary incontinence. The patient underwent mesh revision/removal on (B)(6) 2010 due to urethral mesh erosion. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent mesh removal, cystoscopy, removal of foreign body from urethra and bladder and urethrolysis on 09/28/2010 due to mesh erosion into urethra and bladder. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.